Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
Information was found during review of maude adverse event database. It was reported a trauma patient required a venous access. The doctor tried to feed the spring wire into the line. The wire would not advance through the white hub. The wire kinked and the line was not usable because of this. Another kit was obtained and no further problems were encountered with the second kit. They allege this facility had a similar problem with this device type a few months ago. However, there are no details of the event.